Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded under sensing that appeared to be functional under sensing. The device subsequently paced in the ventricle which was close to the t wave. Programming options to stop the functional under sensing were recommended for this ICD that remains in service. No adverse patient effects were reported.